Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the large suturecut needle driver instrument stopped working and then the customer saw the cable was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that the instrument inspected prior to use and the instrument was okay. There was no damage or anything out of the ordinary. The issue occurred during a sacrocolpopexy procedure when the surgeon was suturing. The instrument did not collide with any other instrument or tool during the procedure. The surgeon did not remember for sure if the issue was related to the opening and closing of the grips, the left and right motion of the grips, or the up and down motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. The surgeon did not remember for sure if the protruding cable was one that controls the opening and closing of the grips or the up and down motion of the wrist. There was no patient injury as a result of the instrument issue and the procedure was completed robotically. No images or patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.